Manufacturer narrative:
Updated field: b4, g1,g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) helium cylinder sensor is not detecting properly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 corrected fields-b5, b6, b7,e1 (event site name, initial reporter name, event site telephone), e3, d9, d10, h6 (type of investigation, investigation findings, component codes,health effect ¿ impact codes), h11 due to character limitation- e1- initial reporter name- (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported there was an anomaly on the board that stores helium pressure transducer values. Therefore, the front end board was replaced and the high/low helium pressure sensors were calibrated. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by customer that the helium cylinder sensor of cardiosave intra-aortic balloon pump (iabp) does not detect. Even though the helium cylinder is full, the "insufficient helium" alarm appears on the display and the cylinder symbol is red. There was no patient involved.